Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported rupture was found via ultrasound. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported rupture was found via ultrasound. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: +(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient was implanted after the expiration date of the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening use error: observed per reported implanted date and device expiration date. Oct-05-2014. As per the investigation procedure was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.